Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a check, device was operating fine except for three hundred seven episodes of automatic mode switch (ams) and nineteen atrial noise reversions that were noted. All ams episodes were atrial lead noise. Clinic opted to monitor the patient due to all being short lasted. No lead revision planned. Patient complained of sharp pain underneath the shoulder blade that emanated in a forward direction towards the chest. It is unknown if pain is related to the lead noise episodes, otherwise patient was stable.